Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging keeps cutting out and dropping pressure occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation. The unit was run for 1 hour with no sign of any drop in pressure or any cutting out. Additionally, it was recommended that the device replace the main board as the screen on the current one was damaged, which was not related to the malfunction/issue. Customer requested unit be returned with no repair.